Manufacturer narrative:
A complete lead was returned in one piece and was measured to be 86.3 cm. The s-curve hump height was measured to be within product specification. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's left ventricular lead had pulled back. The physician was unsure if the patient had twiddled the lead or if it was due to a loose suture sleeve. The lead was explanted and replaced. The patient was discharged.